Event description:
The needle mechanism did not fully deploy as intended during activation. When removed from the infusion site , the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, the bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
Neither kinks nor bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 44 pulses and deactivation occurred at 200+ pulses. The needle mechanism was reset and fired properly during the investigation. No other damage or defects were found.